Event description:
It was reported that the bd needle precisionglide 23x1in pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: "our customer bought the hypodermic needle 25 x 06 - 100 und and claims that when using it, the needle came loose at the time of collection, and narrowly missed the patient."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, needle is displayed, disconnected from the hub. Furthermore, a device history record review showed maintenance records related to the incident. Based on the teams investigation, possible root cause is associated with failure at the epoxy furnace outlet. An epoxy resin flow sensor was installed to prevent a smaller quantity of resin from being applied. Epoxy is the adhesive used to join the cannula with the hub. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We appreciate you taking the time to bring this observation to our attention.

Event description:
Additional info : at what point did the needle detach from the hub/adapter? Was it during application to the patient? "At the time of blood collection, it came loose and got stuck in the patient's vein. I removed it slowly. If I had inserted it to the end, it would have been fatal." Words of the professional responsible for the collection. How was the needle removed? Was any unusual medical intervention necessary? It wasn't necessary according to the professional, it seemed that the "white glue" that fixes the needle to the adapter was running low. The disposition.